Event description:
This is filed to report recurrent mitral regurgitation and tissue damage it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+, flail, prolapsed leaflet, and rotated heart. A mitraclip xtw was implanted without issues. The mr was reduced to grade 2. On (B)(6) 2023, during a 30-day follow-up appointment, an echocardiogram was performed and revealed recurrent mr with grade 4 and that the prolapse had worsened. The previously implanted clip was stable on the leaflets. On (B)(6) 2023, the patient returned for a secondary mitraclip procedure. However, no clips were implanted during this procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury associated with a worsened prolapse resulting in mitral valve insufficiency/ regurgitation (mr) cannot be determined. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.